Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered five bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected rapid ventricular response (rvr) caused by an atrial arrhythmia. Additionally, it was reported undersensing was observed for the atrium. The device remains in service. No further is available form the field. No additional adverse patient effects were reported.